Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an ar40e intraocular lens (iol) was inserted into the patient's right (od) eye, the surgeon observed a crack in the iol. The lens was removed and replaced with an unknown back up lens during the same surgery. A vitrectomy was performed, however there was no complication noted. The removed lens has been discarded, and the patient is reported to be doing fine. No further information provided.